Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirm error alarm due to over written history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, cracked belt clip slot, broken battery tube threads, minor scratched lcd window and stained end cap sticker. No unexpected restart anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the fill tubing process. The insulin pump was stuck on the rewind sequence and kept alarming motor error. The insulin pump restarted and counted down from six. Customer's blood glucose level was 102 mg/dl. When he attempted to complete the rewind sequence, the insulin pump alarmed motor error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.